Event description:
It was reported that the device was used during a laparoscopic cholecystectomy and the clip malformed. The case was completed with another device. There was no consequence to the pt.